Manufacturer narrative:
During inspection and testing, service found a gap in the adhesive at the distal end with a piece missing. The reported issue (leak) was confirmed during testing. There was a leak due to a pinhole in the forceps channel, deformation of the scope connector, and shaving of the electrical connector. In addition, the up/down angulation knob could not be locked securely due to wear of the forceps elevator lever, the grip was scratched, the control unit and scope cover were deformed, the distal end was deformed, the adhesive around the objective lens was chipped, the adhesive on the bending section cover was worn, the connecting tube was buckling, and the insulation resistance did not meet standard due to damage on the condenser. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
An olympus employee reported the subject device was leaking. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found a gap in the adhesive at the distal end. This report is being submitted for the malfunction found during evaluation (gap in adhesive). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event most likely occurred due to wear and tear damage with customer mishandling and with increasing use/time. The event can be detected/prevented by following the instructions for use which state: "do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks." Olympus will continue to monitor field performance for this device.